Event description:
Information received from a trial patient in advance evaluation (ae). It was reported that patient was out of it from the anesthesia yesterday. Patient also reported he was on antibiotics prior to evaluation which caused him to have loose stools. A couple days later, patient reported he rated evaluation 5 for both urinary incontinence and fecal incontinence but said he had noticed a decline with urinary retention. His urgency was getting a little worse and before he was able to hold 600cc and now he can only hold 400cc. Patient also reported if he would not be on antibiotics, the bowel symptoms would be much better and not more loose. Patient was feeling light stim at .8 and unable to go past this level because it would be too uncomfortable. Patient confirmed he had two leads but only one was active. Patient also stated since he started ae, there had been a decline in urinary symptoms, he was now worse. Patient was instructed to switch to program 2, amp 1.1 and reported comfortable stim in bicycle seat area. There was no contributing factors were reported or identified.